Event description:
It was reported that, after tka surgery had been performed on an unknown date. A revision surgery was performed on (B)(6) 2022 to revise a knee with a visionaire block. It is unknown current health status of patient.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.